Manufacturer narrative:
Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual address guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Remains implanted.

Event description:
It was reported from the site that the patient as admitted on (B)(6) 2016 for a chronic driveline infection. Blood cultures were drawn which remained negative. Wound cultures grew staph but it was unable to specify. He was given IV vancomycin and bactrim ds. Patient was discharged (B)(6) 2016 and will be monitored at vad clinic visits. No additional information available.